Event description:
It was reported that the user¿s dexcom g7 sensor data were visible in the dexcom app but not on the ilet, consistent with intermittent signal loss between the sensor and the pump; the user saw a recent ¿sensor reconnecting¿ alert and the g7 menu indicated it was pairing. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included customer support troubleshooting and education, including review of alarm history and device pairing status, and advising fingerstick monitoring while awaiting reconnection. Investigation of this case revealed a temporary communication disruption between the cgm sensor and the ilet, with the pump awaiting successful pairing, which aligned with known intermittent connectivity behavior. It was concluded, based on previously established findings for similar reports, that the cause was transient signal interference or environmental factors affecting bluetooth communication.